Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 300 cc saline breast implant, catalog # 3501645, s/n: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 300 cc saline breast prosthesis that deflated after implantation. The deflation was on the left side, and was discovered while the patient was undergoing a bilateral removal and replacement of her implants. The patient did not experience any accompanying symptoms, required no other medical intervention, was not hospitalized, and has since fully recovered. The replacement devices were mentor memorygel smooth round ultra high profile 430 cc gel-filled implants (catalog # 3505430bc, s/n: (B)(4)).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. The deflation was on the left side, and was discovered while the patient was undergoing a bilateral removal and replacement of her implants. The patient did not experience any accompanying symptoms, required no other medical intervention, was not hospitalized, and has since fully recovered. The replacement devices were mentor memorygel smooth round ultra high profile 430cc gel-filled implants (catalog # 3505430bc, s/n: (B)(4)). The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately <0.1 cm within a crease on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of white material observed in the device. The device history record ( DHR) of lot number 5578973 reviewed on 6/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Reast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).